Event description:
The problem reported: no sound/app not starting on host urgences. No sound - no alarm - reboot to sound test and comes back to desktop. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.